Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 16041597, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 16041597, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model nuber/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 16070359, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the spinal cord stimulator (scs) leads were removed due to an unknown reason.